Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported that the ventilator would not turn off. The biomedical engineer reported that the respiratory therapist, could not get the unit to turn off. When the biomedical engineer arrived to the unit it was still on, running on battery power and was alarming with a 'check vent alarm'. Information was received that the patient was a home user. The patient was being placed on the ventilator for usage for sleep apnea. The device began alarming upon facial placement. The ventilator was pulled from service and the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found error codes in the ventilator diagnostic logs indicating auxiliary alarm supply failed and blower stalled at 8:50, then the unit was powered off and back on at 8:59 with error codes indicating backup alarm failed and 35 volts supply failed. The biomedical engineer reported the unit was alarming and will discuss it with the respiratory therapist. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the power management board to address the reported issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.